Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient, who had previously been lost to follow up, presented for evaluation. Interrogation of the patient's implantable cardioverter defibrillator (ICD) revealed that a code 1005 had been declared, indicating that the device attempted to deliver a shock and impedances were high out of range. Further review indicated that the patient had received multiple shocks since being lost to follow up with shock impedances greater than 125 ohms. Further, the delivered shocks may have been inappropriate as the patient appeared to be in atrial driven rhythms when the shocks were delivered. At this time, no further interventions have been reported. Evidence reasonably suggests that the ICD and this right ventricular (rv) lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
Additional information was received indicating that this right ventricular (rv) lead and the associated implantable cardioverter defibrillator (ICD) were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
Additional information was received indicating that this right ventricular (rv) lead and the associated implantable cardioverter defibrillator (ICD) were also noted to have high defibrillation thresholds prior to explant and had previously failed to convert a ventricular arrhythmia. No additional adverse patient effects were reported.